Event description:
It was reported, there were high impedances when tested at 2.0v. It was stated only combinations with electrode 0 were greater than 4,000 ohms. It was indicated "they closed with that." Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3093-28 lot# v307391, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information indicated that the patient had not had symptom relief. Eleven days later it was stated that the patient was scheduled for botox. This information was also reported in manufacturer report #3004209178-2013-00387 regarding patient's previous implantable neurostimulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID 3093-28, lot# v307391, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Analysis of the implantable neurostimulator (ins) model 3058, serial (B)(4) showed no significant anomalies that the set screw was backed out beyond the point of being able to engage with the connector block. The device was subjected to a series of standard tests that include (but not limited to) visual inspection, output, and telemetry testing, and final functional testing analysis of lead model 3093-28-28, lot # v307391 showed that the #0 connector was crushed, that the body of the insulation was cut through, and the lead was segmented. The continuity was acceptable and no shorts between circuits were noted. The lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.